Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced syncope, and received an unexpected shock. The lead remains in use. The patient is a part of the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced syncope, and received an unexpected shock. It was further reported via follow up that the shock was considered appropriate and related to the episode of syncope. The lead remains in use. The patient is a part of the (B)(4) study. No further patient complications have been reported as a result of this event.